Event description:
Customer reported unexpected negative results for crrid on the echo instrument.

Manufacturer narrative:
A field service engineer identified a partially clogged washer manifold and a probe rinse station in need of decontamination. The wash manifold was replaced resolving the blocked pipette. The probe rinse station was cleaned and decontaminated. The patient sample was retested twice. The expected positive results were obtained.